Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
The soft cannula was torn below exposed portion and measured out of spec at 0.5415 inches. No damages or defects were observed on the bottom housing or the e seal. The download data did not show any timeouts or drive stalls that would indicate any struggle to deliver insulin. The needle mechanism was reset, the ratchet gear was rotated and the needle deployed as intended. The device was deployed. No damages or defects were found that would have caused a needle mechanism failure.